Event description:
It was reported the patient alleges stimulation no longer provides coverage to the desired painful areas. Reprogramming was attempted to no avail. All impedances are within normal range. The patient may obtain a physician consult as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.